Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, when opening and closing the monopolar jaws insert the tip of the scissor¿s forceps unit did not open when the handle was gripped. The issue occurred during preparation for use for a therapeutic lapacolle. There were no reports of patient harm.